Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced server 2 meter pump, can printed circuit board, wiring harness, reagent 4 probe and mixer printed circuit board. The cse aligned the probe and ran air elimination on sample probe 2 and a quick check, resulting within specification. The cse replaced a failed clog detector printed circuit board, and ran a quick check which passed. The cse then ran precisions and quality controls, which resulted within range. The cause of the discordant, falsely elevated calcium results on three patient samples is unknown. The instrument is running according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. New samples obtained for the patients at a later date, were run on the same instrument, resulting lower. The patients were not treated on their initial result. The redraw results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.